Event description:
It wsa reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was mg/dl. The customer was asked if recalls significant events leading to the alarm. The customer states removed insulin pump to get to hot tub and when she came out needed to check active insulin and was not able, kept pressing the act button but it was not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received missing the end cap sticker and had minor scratches on the display window and a cracked belt clip slot.